Event description:
It was reported that the patient presented to the hospital on (B)(6) 2016 for a follow-up. During examination of the right ventricular (rv) lead, chest x-ray revealed the beginning of externalization of the conductor. No changes were made. When the patient presented to the hospital for a generator change on (B)(6) 2023, the physician explanted and replaced the rv lead. The patient was in stable condition.